Event description:
According to a report from boston scientific, at the end of an a-fib radio frequency ablation procedure when all patient return electrodes (pads) were removed, a small burn was noted on the patient's right flank at the pad location. The raised, red area was approximately 4cm long by 3cm on one side and 0.5 cm, almost crescent shaped. The patient was stable following the procedure. (B)(6). Boston scientific reports no other information is available.

Manufacturer narrative:
(B)(4). (B)(4). Boston scientific has indicated the product is not available for evaluation. A letter has been written back reminding them of the IFU warning: "non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one patient return electrode may help mitigate the increased risk". In addition to a copy of the IFU, a copy of a hotline report on the concerns of using pads for non-traditional procedures, such as ablation procedures, was sent to them.